Event description:
It was reported that the port was inserted in the superior vena cava in 08/02. The pt was receiving a transfusion prior to ophthalomolgy surgery. Prior to surgery, a chest x-ray was taken and it was noted that the catheter had separated from the port and was located in the right atrium. The separated catheter was removed in interventional radiology. There were no associated pt complications.